Event description:
It was reported that the clinical study patient, a7007 envision study, experienced delayed healing and a possible infection. The patient was admitted to the hospital, IV antibiotics were administered and the patient was discharged the same day. The event was assessed as casually related to the procedure and not related to the device. Additional information was received that an x-ray of the left great toe showed retained foreign body and a computed tomography scan of the left foot showed tiny superficial mineralized foreign body without abscess or osteomyelitis. Intravenous antibiotics (vancomycin and ceftriaxone) were administered during the hospitalization. The patient was advised to complete four weeks of antibiotic therapy (vancomycin and cefepime).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinical study patient, (B)(6) study, experienced delayed healing and a possible infection. The patient was admitted to the hospital, IV antibiotics were administered and the patient was discharged the same day. The event was assessed as casually related to the procedure and not related to the device.